Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "system error 345-thermistor disparity" was not reproduced. A review of the event history log revealed multiple "ec345" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was an out of calibration upstream thermistor. The ultrasonic sensor is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 345-thermistor disparity during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.